Manufacturer narrative:
Additional narrative: patient information not available for reporting (B)(4). Device broke intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer. Review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿DHR review for sterilization procedure only: no deviation could be found. Manufacturing location: (B)(4). Manufacturing date: 20 august 2014. Expiry date: 1 august 2024. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a cortex screw was used during a femoral trochanteric fracture surgery on (B)(6) 2015. When the surgeon inserted the screw into the locking compression plate-dynamic hip screw (lcp-dhs) plate during the surgery, tip of self-tapping portion of the screw broke. The surgeon removed the reported screw and replaced it with new one. There was a 10 minute delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and a manufacturing investigation action was conducted/performed. The report indicates that the: device history record showed conformity. Screw was manufactured on may 30th 2014. Visual the tip section is slight worn due the insertion procedure. The screw does show no further damages and we do assume was not fully inserted in to the bone. A possible root cause could be the contact by insertion in a tilted angle with the plate and the tip section got damaged. The length of the screw was measured and meet the tolerance despite the tip is slight worn. No manufacturing related failure was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.